Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2015. Customer's blood glucose was 710 mg/dl at the time of admission. The customer stated they did not receive insulin from the insulin pump, resulting in the high blood glucose. It was also found the customer changed the infusion set, but the issue persisted. Customer stated they were treated with a manual injection and insulin drip for their blood glucose. The customer's current blood glucose was 212 mg/dl. Customer also reported being connected to the insulin pump while they were hospitalized. Troubleshooting found the insulin pump passed a high pressure test. Insulin was also able to exit from the tubing during a fill cannula. The customer declined to return the insulin pump for analysis.